Event description:
The device was applied during a total abdominal hysterectomy procedure. The instrument would not open. The surgeon manually manipulated the device open and continued the procedure. The hosp has reported no pt injury occurred.